Manufacturer narrative:
Event was reported directly from the patient to coopervision's customer service department. Patient reported lenses caused inflammation and "ruined her eyes." Method: no lenses were returned and no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: we cannot confirm that there was no permanent impairment or permanent damage. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient reported that she had been wearing hydrogenics 60 (ocufilcon f) lenses and was switched to biomedics 55 (ocufilcon d) lenses. Patient states the biomedics 55 caused inflammation in her eye when she wore it and "ruined her eye." Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.